Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with afx devices. A follow up computed tomography showed a type 3 endoleak. There is no report of a secondary intervention or final patient status.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were confirmed; a repaired unknown endoleak located at level of the component separation of the suprarenal cuff and main body. Clinical was unable to confirm if there is an endoleak type iiia or type iiib. Additionally there was evidence to reasonably support the following observation; the infrarenal bridge stent used to repair the component separation is positioned at the apex of an 87° infrarenal angle which might decrease the effectiveness of the overlap. The clinical assessment was based on no patient medical records, and suboptimal patient images. Based on the information available the root cause of the reported event is unknown. Devices was not returned and sample evaluation was not completed. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; 87° infrarenal angle decreased the effectiveness of the overlap, and previous component separation might have contributed to decreased fabric integrity.